Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the tubing of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received, and photographs were provided for evaluation. Visual inspection of the photos showed a leak from the set replacement pump tubing segment. The specific defect that allowed the leakage was not visible in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.